Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that during the troubleshooting for an unrelated alarm on the homechoice (hc) device, the patient saw air in the patient line. The technical service representative (tsr) assisted the patient with ending the therapy. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. The tsr advised the patient to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.